Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The insulin pump was dropped and the drive support was loose. Insulin pump was not delivering insulin last night. Customer was assisted with self test and customer stated that they stuck in rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.